Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 480 mg/dl. The customer as well as a healthcare provider administered manual insulin injections to address the elevated bg. The customer continued to use the pump for insulin therapy.